Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issue. There was no adverse impact to the customer's blood glucose level due to this reported issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.